Event description:
It was reported that on (B)(6) 2009, a promus stent was deployed. On (B)(6) 2010 the patient returned with an acute coronary syndrome following in stent restenosis of the promus stent was observed. The patient had a repeat percutaneous coronary intervention and a new stent was deployed to treat the restenosis. No additional information was provided. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the u.s.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. In this case, there was no reported product deficiency. The reported restenosis is a known adverse event listed in the promus instructions for use. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.